Event description:
It was reported that during a follow up in clinic, provocative testing was performed and noise was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the noise resulted in oversensing on the right ventricular lead.